Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that the buccal bone was missing. The implant was not replaced with another implant. A bone graft was placed, and the patient will return in 3 months for a CT scan before scheduling a repeat implant procedure for the affected areas.